Event description:
A loss of ventricular capture resulted in a syncope. A subclavian crush syndrome is reportedly suspected. Preliminary analysis showed that a ventricular lead issue is suspected. Patient care recommendations have been provided on (B)(6) 2015 (extensive tests and re-intervention).

Event description:
A loss of ventricular capture resulted in a syncope. A subclavian crush syndrome is reportedly suspected. Preliminary analysis showed that a ventricular lead issue is suspected. Patient care recommendations have been provided on (B)(6) 2015 (extensive tests and re-intervention).